Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited noise. The patient was stable, and will continue to be monitored.

Manufacturer narrative:
Event of insulation damage was addressed in manufacturer report number: 2938836-2019-02882.